Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a pinhole on the balloon when the device was inflated. There was no other abnormalities observed. Functional testing confirmed the reported event as when the balloon was inflated a pinhole was observed on the proximal taper of the inflation balloon. Dimensional testing was performed on the double wall thickness of the balloon and was found to be in within specification. In addition, imagery was provided of the placement of the first valve and deployment of the second valve. The imagery revealed that the first valve fully expanded in aorta. During deployment of the second balloon, calcification is visible at the proximal end of the inflation balloon, at approximately the location of the pinhole seen on the returned delivery system. During balloon manufacturing, the entire delivery system including the crimp balloon, inflation balloon, and nose tip are visually 100% inspected for the following: wall thickness, visual defects, smooth bond joint with no gaps between components, and distorted/pinched folds. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The assembled delivery system is 100% inspected by both manufacturing and quality for damage or missing components and distorted/pinched folds. In addition, the delivery system is 100% leak tested. During product verification (pv), the delivery system is inspected for physical defects or damage and balloon bust pressure is tested on a sampling basis. The burst pressure of the tested units after a cycle. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history record (DHR) and lot review were reviewed and did not reveal any manufacturing related issues that would have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ leakage was confirmed based upon visual inspection of the returned devices. Dimensional testing of the balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformance. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. The device was able to be de-aired, the observed pinhole was not present on the device out-of-box. Therefore, the damage occurred during the procedure. Based on the imagery provided, calcification could have impinged on the balloon during inflation, causing the pinhole. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The valve remains implanted in the patient. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. The complaint was confirmed; however; a root cause is unable to be definitively determined. There was no allegation or indication a device malfunction contributed to the valve deployment in the descending aorta. In this case, available information suggests that patient factors (calcification) may have contributed to the balloon burst, which resulted in deployment of the valve in the descending aorta. There was no manufacturing non-conformances identified in the returned device. No product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed the june 2018 control limits; therefore, no corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During valve deployment of a 29 mm sapien 3 valve in the aortic position, the balloon could not be fully inflated. A "pin sized" hole in the proximal end of the commander delivery system balloon was noted. The valve was only partially deployed. The inflation was small enough that they couldn't remove the delivery system (the balloon shoulder was catching on the valve). The valve was unable to be deployed and they couldn't remove the "ruptured" balloon delivery system. The valve was pulled back into the descending aorta, wired and deployed with a balloon valvuloplasty (bav) catheter. A second esheath and delivery system/valve were inserted and the valve was successfully deployed. The patient is stable. The device will be returned and imaging will be provided. Of note, the device was visibly inspected after removal on the back table and the balloon was re-inflated contrast was leaking though a hole. As reported, there was nothing detected during device preparation, no tools were used to remove the balloon cover, the balloon was partially inflated with a few ccs and was able to de-aired. No significant issues were noted during insertion of the device or aligning the valve. Calcium was present in sinotubular junction (stj) near where the hole was found. A bav was performed with a 20 x 4 edwards balloon. The bav was performed to make sure there was not a sharp piece of calcium that caused the puncture with the first delivery system before going in with the second valve. A bav was performed without issue.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.